Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failed upstream occlusion test. The device is no longer in its received condition and the opportunity to evaluate is lost. The event history log (ehl) review was performed and revealed a single event of "upstream occlusion!" Which does not indicate a constant alarm, however the log cannot be used to distinguish true and false alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion test during set up in the biomed service. There was no patient involvement. No additional information is available.